Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line to request support with intra aortic balloon catheter restrict alarm during use on patient. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. The user changed the position and the therapy was resumed. No harm or injury reported.